Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 (lot, exp date, catalog), d9, h4, g4 (PMA). Corrected: d1, d2a, d3, d4 (primary UDI number). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- patient dislocated a corail stem, biolox ceramic head, and pinnacle shell/liner. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device did found that the altrx neut 32idx54od shows signs of fracture. Furthermore the rim of the altrx neut 32idx54od has 5 out of the 6 anti-rotation device (ard) tabs sheared off. The fractured fragments were not returned for evaluation. Additionally, the altrx neut 32idx54od appeared to have been edge loaded causing eccentric deformation in the rim of the device and ultimately contributing to the failure of the anti-rotation devices (ards). Based on the observed conditions of the altrx neut 32idx54od, the ceramic head and cup it is reasonable to conclude that a disassociation event occurred, however with the provided information the dislocation allegation cannot be confirmed. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence eccentric loading. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the altrx neut 32idx54od would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, d10 concomitant. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: a. Was there a surgical delay? If yes, what is the duration of the delay? -no, the surgery was the result of the dislocation. B. Was there any patient harm relevant to this event? If yes, please kindly provide details. -no, other than their hip liner dislocating from the pinnacle shell.

Event description:
It was reported that the patient dislocated a corail stem, biolox ceramic head, and pinnacle shell/liner.

Manufacturer narrative:
Product complaint # (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.